Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl, at the time of incidence. Customer was treat with manual injection for high blood glucose level. Customer was advised they will troubleshoot the issue and call back to them. Customer reported that the infusion set had bent cannula. The insulin pump will not be returned for analysis.